Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of embolism, heart failure/congestive heart failure, mitral valve insufficiency/regurgitation, foreign body in patient, dyspnea, and unspecified tissue injury are listed in the instructions for use (IFU), mitraclip gen 4 system, u.s. As known possible complications associated with mitraclip procedures. Based on available information, a cause for the complete clip detachment (ccd) could not be determined. The reported embolism (no treatment), heart failure/congestive heart failure, mitral valve insufficiency/regurgitation (recurrent mr), foreign body in patient (no treatment), dyspnea (no treatment), and unspecified tissue injury (no treatment) appear to be cascading effects of the ccd. The reported hospitalization or prolonged hospitalization is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip embolization and tissue damage. It was reported that the mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr). One clip was implanted reducing mr from 4 to 2. On (B)(6) 2021, the patient returned with congestive heart failure and dyspnea, echocardiogram was performed, and it was noted that the clip was no longer attached to either leaflet and had embolized. Mr increased to 4 and the leaflets were torn. No treatment has been performed. Surgery is being discussed but has not been scheduled. No additional information was provided.